Event description:
It was reported that during a procedure at the user facility the tip was found to be bent which could lead to inaccuracies. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was not returned. H3 other text: discarded by user.

Event description:
It was reported that during a procedure at the user facility the tip was found to be bent which could lead to inaccuracies. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.